Event description:
It was reported that the pump fell down, resulting in a malfunction with code malf 12. There was no reported impact to customer's blood glucose. Technical support provided information and assisted the customer with resetting the pump resolving the issue.